Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/04/2015 and found tubing on two of the top fittings of vacuum chamber vc13 had torn at one of the fittings. When the chamber filled with fluid and was pressurized, it leaked from the torn tubing onto the bottom right side of the analyzer. The fse replaced the torn tubing, resolving the leak, cleaned and decontaminated the bottom of the analyzer and countertop of remaining fluid, and verified the system. (B)(6).

Event description:
The customer reported a bloody fluid leak of unspecified volume from a coulter lh 750 hematology analyzer while running samples. An aspiration time out error message was observed at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.